Manufacturer narrative:
A gas loss in the iab circuit takes place when a gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Causes: 1. Leak or blood in catheter/balloon/tubing. 2. Kinks or occlusions. Alarm response system vents and deflates balloon. Occurs in all operational modes. Contraindications (do not use pump if) severe aortic valve insufficiency. Abdominal/aortic aneurysm. Advanced calcific disease or severe peripheral vascular disease. Severe obesity or groin scarring (avoid sheath less insertion). Alarm mitigation if no leaks, occlusions, or device issues - perform manual iab fill. Iab fill key hold for 2 sec - autofill process: purges/replaces helium. Recalibrates fiber-optic iab. Monitoring and investigation monthly trend review; triggers discussed in metrics meeting. No CAPA/cr/scar needed if no malfunction found. Root cause likely leaks or catheter occlusions/restrictions. Conclusion no escalation needed; risk within acceptable limits. Device not released as non-conforming or counterfeit.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) alarmed gas loss. There was no patient harm reported.